Event description:
After turning pt in bed, blood leak alarm sounded on dialysis machine. Unable to reset or clear blood leak. Lines were then clamped, blood leak tested positive at red hansen connector. Treatment was paused and all lines and blood removed and placed in a red bag and placed in nurse manager's office. Dialysis machine chem rinsed. A second machine was set up to continue pt's treatment.